Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ra lead dislodged and was turned off. A lead revision was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right atrial (ra) lead. It was further reported there was possible undersensing on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During reposition of the ra lead there was visible pocket infection, therefore the system was explanted and the patient was prescribed antibiotics

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.